Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer also has an alternate method of insulin therapy to revert to if needed. There was no adverse impact to the customer¿s blood glucose level.